Event description:
The pt was bilaterally implanted with smooth saline mammary prosthesis on 7/23/96. Subsequently, the pt experienced bilateral capsular contracture and pain. The devices were removed on 8/19/98.